Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 321 mg/dl while wearing the pod less than 24 hours. Patient reported bg levels continued to rise despite delivering boluses, as well as a communication error with the pod. When removed from the infusion site (arm), the pod's cannula was found bent. Ketones were also checked and results were negative. As treatment, a bolus was delivered and a new pod was applied. The patient's blood glucose history is as follows: (B)(6).